Event description:
The customer reported the generation of erroneously low patient results for na (sodium) and cl (chloride) and low quality control (qc) on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as worn tubing. The fse cleaned all flow cell ports and replaced the ion-selective electrolyte tubing set to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).